Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. All system parameters including access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reported reproducible elevated access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported obtaining reproducible, elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). Initially the customer had obtained a normal troponin result using an alternate methodology ((B)(6)). Upon testing of the patient's second sample on the laboratory's access 2 immunoassay system an elevated access accutni+3 result was generated. Repeat analysis of the sample on the same access 2 immunoassay system generated a similar elevated result. This second sample was also analyzed on another methodology ((B)(6)) and a result in the assay's normal reference range was obtained. The customer then analyzed two (2) additional samples from the patient and obtained similar elevated results above the normal reference range of the assay on the laboratory's access 2 immunoassay system with discordant results generated on an unknown methodology. The initial elevated result was released from the laboratory. There was a report of a change in patient treatment associated with this event as the patient was hospitalized at a different hospital within the customer's network. Access accutni+3 quality controls (qc), calibrations and system check parameters were performing within assay and instrument specifications at the time of the event. The customer did not supply information regarding either sample collection or sample processing. There was no report of sample integrity issues related to this event.

Manufacturer narrative:
The customer provided two (2) patient samples for interference testing to the beckman coulter (bec) complaint handling unit (chu). The patient samples were first tested neat and both sample 1 and sample 2 recovered with an access accutni+3 result of 0.06 ng/ml (normal reference range for the access accutni+3 assay is 0.00-0.04 ng/ml). These results confirmed the elevated results obtained by the customer. Interference testing, using a mix of different blockers including alkaline phosphatase, was then performed. The result of the interference testing using the alkaline phosphatase blocker significantly reduced the result in sample 2 to within the assay reference range as it recovered at 0.00 ng/ml. Sample 1 could not be tested due to the low volume available. In conclusion, the investigation demonstrated that interference related to alkaline phosphatase is the cause of the falsely elevated troponin result.